Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Photographic evaluation: visual analysis of the photographs identified. Observed broken device and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported additional event of capsular contracture, baker grade iii. The device has been explanted.